Event description:
It was reported that the patient presented in clinic due to racing heart rate. The pacemaker was having issues with low voltage output. No interventions were reported. The patient was stable.